Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The samples have not been arrived for investigation. The root cause can be determined after the investigation. Gambro does not regard the submission of this report as an admission of liability.